Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after patient's dialysis treatment patient had chest pain. He stood up and became unresponsive. CPR was started and his pulse returned. After review of the egms, noise was observed. Lead remains implanted.